Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device was not returned for evaluation, therefore customer report of structural valve deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of five manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for events within the same article. The date of the event is unknown; however, according to the article, the study period was from 1984 to 2016. Thus, the first day of the reported study period ((B)(6) 1984) was used as the occurrence date. Article citation: kermen s, aupart a, bonal m, strella j, aupart m, espitalier f, morisseau m, bernard a, bourguignon t, durability of bovine pericardial mitral bioprosthesis based on heart valve collaboratory echocardiographic criteria, the journal of thoracic and cardiovascular surgery (2023), doi: https://doi.org/10.1016/j.jtcvs.2023.11.021. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "durability of bovine pericardial mitral bioprosthesis based on heart valve collaboratory echocardiographic criteria", the following event was identified as pertaining to an edwards device: 15 patients with a carpentier edwards perimount implanted in mitral position underwent reoperation due to structural valve deterioration (svd) after an unknown implant duration.